Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving baclofen (lioresal) 2000 mcg/ml at 100 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient had come in for a routine pump replacement today ((B)(6) 2023). It was further reported when the company representative (rep) read his pump and got his logs he asked the patient if they ever experienced any symptoms of withdrawal. The patient stated he ¿remembers at some point going the [emergency department] ed with withdrawal symptoms and they accidentally then overdosed me so I swung the other way. Then they dialed it back and I have been stable at this dose for a long time.¿ this event was unable to be confirmed with healthcare provider (hcp) and was told other hcp might have information about this. It was further reported when the hcp opened up the pocked and was unable to aspirate. The hcp pulled on the catheter and then about 40 cm came out of the pocket disconnected from the remaining 24 cm that was in the spine. They then decided the replace the entire catheter. The hcp placed a new catheter at ¿mid thoracic¿ and had free f lowing cerebrospinal fluid (csf). He left the old 8709 spinal segment abandoned in the spine. They ended up decreasing the dose from "200 mcg/day to 100 mcg/day with liroesal 2000 mcg/ml".

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 16-jun-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, because the hcp, the patient, and the rep did not know the date in which the withdrawal symptoms occurred, but doctor and the rep speculated that the withdrawal symptoms likely occurred when the catheter must have fractured. In regards to the cause of the inability to aspirate the catheter during the pump replacement, the hcp and the rep agreed that it was because the catheter was fractured. In regards to the report that "they accidentally overdosed me", the hcp mentioned that "I probably accidentally overdosed him on oral baclofen when combating his withdrawal". There was no belief that the pump unintentionally gave intrathecal baclofen. Additional information received on 2023-10-02 from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the doctor and rep discussed that they were unsure of a date in which the catheter fracture occurred, however it was likely the date in which that patient reported the "withdrawal and overdose". Additionally, they looked through the patient's entire medical chart for any emergency room visit or admission in relation to this situation and there were none and they had looked back to 2010. The hcp and rep did not believe that the patient "pulling it" caused the fracture. It was reported that "anything is possible", however what they believed was far more likely was that it fractured at an earlier date (likely the same date as the withdrawal/overdose situation) and when they finally freed up some of the catheter that it was scarred in from healing in the pocket, it was then freed up and when pulled was able to come out and reveal the fracture. When the hcp was asked if the catheter felt warm from cautery, they clarified that it wasn't and that their cautery was not near the catheter that was fractured.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving baclofen (lioresal) 2000 mcg/ml at 100 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient had come in for a routine pump replacement today ((B)(6) 2023). It was further reported when the company representative (rep) read his pump and got his logs he asked the patient if they ever experienced any symptoms of withdrawal. The patient stated he ¿remembers at some point going the [emergency department] ed with withdrawal symptoms and they accidentally then overdosed me so I swung the other way. Then they dialed it back and I have been stable at this dose for a long time.¿ this event was unable to be confirmed with healthcare provider (hcp) and was told other hcp might have information about this. It was further reported when the hcp opened up the pocked and was unable to aspirate. The hcp pulled on the catheter and then about 40 cm came out of the pocket disconnected from the remaining 24 cm that was in the spine. They then decided the replace the entire catheter. The hcp placed a new catheter at ¿mid thoracic¿ and had free f lowing cerebrospinal fluid (csf). He left the old 8709 spinal segment abandoned in the spine. They ended up decreasing the dose from "200 mcg/day to 100 mcg/day with liroesal 2000 mcg/ml". The patient's weight was reported as 179 lbs and medical history included s pinal cord injury. It was reported the issue was resolved at the time of this report with patient's status being "alive-no injury".

Manufacturer narrative:
H3. Analysis of the catheter identified a break in the catheter. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.